Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the medapp was running and no longer stuck on "initializing peripherals". The customer reported difficulty shutting down the unit previously, even after unplugging it. Guidance was provided to check all network cable connections and verify port activity with the local it team to rule out network-related causes. As the issue was no longer present and the station was functioning normally, follow-up communication was sent and the case was closed. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, pyxis displayed the message "initializing peripherals". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.